Manufacturer narrative:
The insulin pump was received without button response due to corroded keypad traces. No button error alarm was noted. The device was unable to perform operating currents test due to its lack of button response. The battery out limit alarm could not be verified due to the lack of button response as well. The device was received with a minor scratched display window, cracked case at the display window corner, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer stated that the button error alarmed occurred, and after he replaced the battery, he noted that the keypad was unresponsive. The customer's blood glucose was 135 mg/dl. He stated that he may have lied on the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.